Event description:
It was reported that the usb port of the pump appeared to be damaged and loose. Additionally, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 147 mg/dl. The customer reverted to an alternate method of insulin therapy.